Manufacturer narrative:
The explanted lens was not returned to abbott medical optics and evaluated as originally reported in the initial medical device report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): the intraocular lens was returned to our quality assurance laboratory for a visual inspection. The inspection revealed the device was returned in the outer lens carton, with the lens case, and the explanted lens. The lens showed evidence of ophthalmic viscosurgical device (ovd) and had a distorted haptic, indicative of a lens that was used and explanted from a patient. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. (B)(4): placeholder.

Event description:
It was reported that during implantation and positioning of the intraocular lens (iol), the doctor noticed dehiscence of the posterior capsule, capsular instability, and vitreous coming into the anterior chamber. The doctor chose to remove the lens. An incision enlargement was required with no patient injuries or complications reported.